Manufacturer narrative:
Concomitant medical products: 5076-45 lead, implanted: (B)(6) 2005. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) was attempted to be implanted but not used. The physician was unable to insert the lead into the device header and then indicated that the setscrew was stripped. A new device was used for implant. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.